Event description:
The information received from the study indicated that approx seven months after the index procedure, coronary angiography done during the follow-up period indicated that there was a 90% restenosis and timi 2 flow of the side-branch (sb) lesion which was the right ventricular (rv) branch of the right coronary artery (rca). The lesion was previously treated by implantation of a cypher select plus 2.25 x 18 mm stent. The restenosis was treated by balloon angioplasty using the kissing balloon technique (kbt). The other lesion treated during the index procedure with a cypher select plus 3.0 x 18 mm stent, the main branch (mb) or distal rca had a 0% stenosis and timi flow of three (3). This product is being reported as no information was available to determine if the restenosis of the sb was within five (5) mm of this device, and thus a peri-stent restenosis. There was no reported new lesion. The relationships of the adverse event to the study devices/procedure were not available at the time of this report. There was no reported procedural complication.

Manufacturer narrative:
Index procedure: lesion # 1-1: the target lesion is the distal rca. The lesion is referred to as the main branch (mb). The lesion was reported to be: a 61% stenosis, 10.13 mm in length, rvd of 3.21 mm, and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 10 atm. A cypher select plus 3.0 x 18 mm stent was implanted at 20 atm. Post-dilatation was done with a 3.0 x 18 mm balloon using the kbt. The residual stenosis was 20% and the flow timi 3 post-procedure. Lesion #1-2: the target lesion was the right ventricular branch. The lesion is referred to as the side branch (sb). The lesion is reported to be: an 84% stenosis, 5.8 mm in length, eccentric, ostial, rvd of 2.38 mm, and timi 3 flow. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 10 atm. A cypher select plus 2.25 x 18 mm stent was implanted at 20 atm. Post-dilatation was done with a 2.5 x 20 mm balloon at 18 atm. The residual stenosis was 9.6% and the flow timi 3 post-procedure. Another lesion treated during the index procedure was the inferior left ventricular branch. There were no reported procedural complications. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-01306 and # 9616099-2007-01307.